Event description:
A user facility reported to olympus that the error "e209" occurred and the device was returned to olympus for repair. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, intermittent power was noted due to failure of the power unit. This report is submitted due to the intermittent power, found during the device evaluation. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found intermittent power due to failure of the power unit. Additional evaluation findings are as follows: corrosion on device; error code e209 due tp printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported failure of the power unit (intermittent power). The DHR confirmed that the subject device met all specifications prior to shipment. The investigation determined that a faulty converter was the cause of the power issue. However, the root cause of the fault was not established. Olympus will continue to monitor field performance for this device.